Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The main printed circuit board is out of electrical specification. The main pcb was further analyzed and the initial analysis showed that the unit remained on less than one second, this indicates a failed capacitor. This capacitor component caused the inability to pass the battery test. After this component was replaced, the subassembly passed testing. Upper and lower cases, one bail cover, ring cover, and battery drawer are broken. Pin broken off in the ventricle output connector. Battery contacts are compressed. Keyboard is contaminated. The ring is bent.

Event description:
It was reported that during testing the external pulse generator (epg) shuts itself off immediately as soon as the battery is removed. The epg was returned for service. There were no reported patient involvement or complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The main printed circuit board is out of electrical specification. Upper and lower cases, one bail cover, ring cover, and battery drawer are broken. Pin broken off in the ventricle output connector. Battery contacts are compressed. Keyboard is contaminated. The ring is bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.